Event description:
The initial reporter stated that the pump would not deliver. They stated that the pump showed that it was running, but that no formula delivered. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effect to the patient due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.